Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and non-capture during the implant procedure. It was further reported that the ra lead tip became stuck in the chiari network and could not be removed. Removal of the ra lead was abandoned. The ra lead was cut and replaced. Removal of the ra lead is planned during a pre-scheduled surgical procedure. No patient complications have been reported as a result of this event.